Manufacturer narrative:
Submitted: 06/27/2013, device evaluation: the casing was cracked at the case seal. Leak testing revealed moisture ingress into the pump through the crack at the pump seal. Moisture damage was noted inside the pump. The display was noted to be faded and discolored. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the display was dim and discolored.